Event description:
New information received that the surgical was completed the same day using another knife.

Manufacturer narrative:
One opened ophthalmic knife was received for the report of clearcut does not cut. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample was found to be functionally nonconforming, therefore the clearcut does not cut was confirmed. The root cause is related to the electropolishing step in cutting instrument finishing manufacturing process. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that the ophthalmic knife used during surgery on the left eye was found to be dull. There was no harm to the patient. Procedure details have not been provided. Additional information has been requested; none has been received till date. This report pertaining to six of the nine reports from the same facility.